Event description:
It was reported that a clearlink continu-flo solution set had a hole in the tubing. According to the report, the nurse stated ¿during routine check of a patient the nurse noticed that the piv (peripheral IV fluid) was backing up and upon further inspection the nurse found that there was a hole in the IV tubing. The hole was located about 2-2-3 inches below the middle luer valve (located below the roller clamp).¿ the patient was connected before the hole was discovered and was reported to have lost about 2-3ml of blood. The tubing was connected to a sigma spectrum pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.